Event description:
It was reported the patient had complaints of fatigue, dizziness and palpitations. There was no capture of the lead even at the highest values. The lead was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the patient had complaints of fatigue, dizziness and palpitations. There was no capture of the rv (right ventricular) lead, even at the highest values. The lead was replaced. Additional information was later received reporting the lead had a gradual impedance increase and a threshold issue. During the repositioning procedure, the physician choose to electively remove and replace the rv lead. In the course of the same procedure, the atrial lead dislodged and repositioning was not possible, so the atrial lead was also replaced. No patient complications were reported as a result of this event, and the patient outcome was noted to be clinically stable following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies were found; the lead proximal segment was returned and analyzed. Proximal conductor distorted with apparent explant damage. Evalutation summary: (B)(4) no anomalies were found; the full lead was returned in segments and analyzed. Defib conductor distorted, several conductors with non obstructive blood and body fluid, outer insulation torn, outer tubing overlay breached cut and apparent explant damage noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported the patient had complaints of fatigue, dizziness and palpitations. There was no capture of the rv (right ventricular) lead, even at the highest values. The lead was replaced. Additional information was later received reporting the lead had a gradual impedance increase and a threshold issue. During the repositioning procedure, the physician choose to electively remove and replace the rv lead. In the course of the same procedure, the atrial lead dislodged and repositioning was not possible, so the atrial lead was also replaced. No patient complications were reported as a result of this event, and the patient outcome was noted to be clinically stable following the replacement procedure.